Event description:
It was reported that bd vacutainer® k2e 10.8mg plus blood collection tubes contained yellow stains inside an unspecified number of tubes. It was not reported if this was discovered before or during use. There was no health impact or consequence reported.

Manufacturer narrative:
(B)(6) investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter in the tube as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter in the tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.